Event description:
The customer reports that the clamps "do not clamp well." The customer has been using the safestep huber needles previously, is asking if there is a difference between the two devices when removing from the ivad that could be contributing to these challenges. Customer states this is not causing unexpected or prolonged care.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing lot number has been provided by the complainant.